Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that patient faced four infusion set cannula bent events, first on (B)(6) 2024, second on (B)(6) 2024, third on (B)(6) 2024 and fourth on (B)(6) 2024. All the events occurred after 3 hours of insertion and the set was in use for more than 3 hours, but less than 24 hours. The insertion site for first and second event was at abdomen and for third and fourth was at back area of arm. The blood glucose level at the time of events was 360 mg/dl and patient resolved it by changing soft cannula infusion set and resumed insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Initial and final MDR 1882058 - MDR 3003442380-2024-06797 - device 2 of 4. Patient city: san diego.